Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a blood back issue while in use on a patient. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and replaced all blood contaminated parts to resolve the issue. The stm replaced the blood detect kit, crm, safety disk and purge valve assembly. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).